Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initial's, age and weight were not provided. The product information provided was associated with the meter kit. Therefore, no information was captured (device manufacture date). The lancing device is not 510(k) cleared, therefore, no information was captured.

Event description:
The customer from (B)(6) reported that during the blood collection he found blood stains on the new microlet next lancing device. The customer will have a blood examination in one or two months. The customer declined to return the device for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed and no manufacturing anomalies were found. Additionally, a visual assessment of the retained lancing device samples was conducted and no stains were observed. The customer provided the lot # of the lancing device. Sections d4 (lot #) and h4 (device manufacture date) have been updated.